Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and difficulty charging ipg. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein one and lead and ipg were explanted and replaced, and one lead was repositioned to address the issue.